Event description:
International affiliate reports that surgeon advised a pt presented with an infection at an unspecified time following an orthopedic procedure. It is assumed that antibiotics were provided to address the rpeort of infection.